Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent cartridge alarms (cartridge alarm 1) occurred during routine supply changes with multiple cartridges. Additionally, it was reported that the pump fill estimate remained static. Blood glucose (bg) was elevated; however, bg was lower than 500 mg/dl. Reportedly, customer continued to use the pump for insulin therapy and had manual injections available as alternate insulin therapy.